Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm in 10 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was stable post procedure.